Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to resolve the issue as it occurred in the past.